Event description:
A home pt's spouse contacted baxter's technical svc center during the prime cycle in anticipation of the home pt's automated peritoneal dialysis therapy for assistance regarding a "check lines & bags" alarm. Per initial report, during troubleshooting, it was found that the home pt's transfer set was connected to the pt line of the homechoice set. Baxter's tech svc center assisted the home pt's spouse in ending therapy early. No pt injury or medical intervention was associated with this issue per the home pt's primary care nurse.

Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the home pt.